Event description:
The pt originaly underwent total knee replacement surgery in 2001. After 3 years the pt felt a knee pain and came to the hosp in 2004. The surgeon found that the locking screw of series 7000 stem extension unscrewed, and was exposed at the posterior of the knee by x-rays. The surgeon retrieved the locking screw 6 months later. The surgeon alleged that he screwed the locking screw tightly.